Manufacturer narrative:
The field service engineer (fse) has investigated the reported ventilator on-site. The fse replaced air gas module to resolve the issue and sent back for further investigation. After the replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. No device logs were provided. The air and o2 gas modules regulate the inspiratory gas flow and gas mixture. The faulty gas module may lead to stop of ventilation, low o2 or high pressure. The returned air gas module had been tested in a ventilator. It failed the pre-use check with the flow transducer test. The nozzle unit has been tested afterwards by applying a mechanical pressure on the feather spring that presses against the membrane, it was noticed that the feather spring was sticking into the membrane then after some delay it got released. Replacing the nozzle unit resolved the issue with the flow transducer test failure. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. The conclusion is that the reported ventilator has failed to meet its specifications during the reported event. The nozzle unit should be replaced during the annual preventive maintenance (pm) or after 5000 hours of operation, whichever occurs first. Based on the analysis of the received pictures and the history of the reported ventilator, it appears that the reported ventilator has been installed in the customer site on apr/02/2025, the date of the event is aug/03/2025 and the time for the next pm is 3942 hours. Consequently, the cause of the stickiness is early wear of the membrane.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).